Event description:
It was reported that the pt experienced intermittent withdrawal. The pump was explanted and replaced as it was a "recalled pump". The pump contained lioresal. No other info was provided. Additional info has been requested, a follow-up report will be sent, if additional info becomes available. Additional info has been requested, a follow-up report will be sent, if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.